Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient had a conserve hip system implanted in his left hip on (B)(6) 2011 and had a left hip revision surgery on (B)(6) 2012. Reasons for revision surgery are unknown.